Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7574j pta dilatation catheter allegedly experienced balloon rupture. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive for the reported balloon rupture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest products that are cleared in the us. The pro code for the conquest product is identified in d2. H11: d3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive for the reported balloon rupture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the conquest products that are cleared in the us. The pro code for the conquest product is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7574j pta dilatation catheter allegedly experienced balloon rupture. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.